Manufacturer narrative:
Name abbvie inc street 1 north waukegan road line 2 north chicago city north chicago state il zip code 60064. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient discovered a red sore mark at the cannula insertion site upon waking on (B)(6) 2026 which was treated with antibiotics. Patient mentioned cannula was found to be rubbing against the patient's pants, and when removed, the cannula was found to be crooked.